Manufacturer narrative:
Per the cartridge instructions for use: make sure that insulin is at room temperature before filling the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with 300 units of cold insulin. Blood glucose level was 180mg/dl. Tandem technical support explained to the customer that the incorrect fill estimate may have been caused by filling the cartridge with cold insulin. The customer declined reloading the cartridge to address the fill estimate issue.